Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients incisions has opened up and the patient underwent a revision procedure to close it. The patient was doing well postoperatively.